Manufacturer narrative:
Device evaluation : one pneupac unit was received for investigation in fair condition. The unit was connected to an o2 supply and a lock of leak test was performed and failed. Visual inspection also showed a loose screw on the o2 block. Based on the evaluation, the complaint was confirmed. No problem source could be identified.

Event description:
Information was received that a smiths medical pneupac babypac ventilator had an internal leak when oxygen was attached. No adverse effects were reported.